Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft and no kinks or damages on polymer extrusion shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. Using an encore inflation unit (tested before and after use with druck pressure gauge g19252), the balloon was inflated to its rated burst pressure (rbp) of 12 atmospheres (atm). The balloon inflated fully and maintained pressure for 15seconds, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. The balloon was inflated to its rbp on three more occasions with no leaks noted.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 12atm within 5 seconds. The device was smoothly pulled out from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 12atm within 5 seconds. The device was smoothly pulled out from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.